Event description:
Healthcare professional reported that patient was injected with unspecified juvéderm and developed a vascular occlusion.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, it was reported that patient was injected with 0.5ml juvéderm® volux¿ in temporal area. One day later, patient began to develop unspecified symptoms in right temple. One day later, patient returned to clinic presenting a vascular occlusion with some hair loss. Patient was treated with hyaluronidase, fragmin®, and gabapentin over the next two days. Patient is also getting plasma-rich platelet (prp) injections in scalp every 4 weeks to encourage hair growth. Symptoms ongoing.

Event description:
Healthcare professional reported that patient was injected with unspecified juvéderm and developed a vascular occlusion.